Manufacturer narrative:
The illuminator has been returned to isi for eval and forwarded to the original equipment MFR (OEM) for analysis. A follow-up MDR will be submitted if the illuminator is evaluated and additional info is received.

Event description:
It was reported while setting up the da vinci s surgical system for a hysterectomy procedure, the illuminator would not powered on. With the assistance of an isi technical support engineer, the site reseated the power connections and lamp modules, however the illuminator would not turn on. The pt was under anesthesia for approx one hour and the port incisions had been created, when the site decided to convert to laparoscopic surgical techniques to finish the planned surgery. No pt harm was reported.